Manufacturer narrative:
The serial numbers of the customer's accu-chek inform ii meters are: meter a serial number - (B)(6). Meter b serial number - (B)(6). The qcs were within specifications within 24 hours of the event. The test strips that were requested for investigation have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a and meter b. At 11:39 am, the result from meter a was >600 mg/dl. At 11:41 am, the result from meter a was 287 mg/dl. At 4:57 pm, the result from meter a was 551 mg/dl. At 5:00 pm, the result from meter a was 340 mg/dl. At 5:12 pm, the result from meter b was >600 mg/dl. At 5:14 pm, the result from meter b was 237 mg/dl. At 5:21 pm, the laboratory result with the patient sample in a green top tube was 90 mg/dl. The lower results were believed to be correct.